Event description:
It was reported that the communicator with this pacemaker displayed a red call doctor icon. The patient was referred to clinic. This pacemaker had reverted to safety mode. This pacemaker remains in service. No adverse patient effects were reported. Technical services (ts) recommended emergent replacement. The device remains in service and there is no evidence to suggest a device replacement procedure has been scheduled at this time. No adverse patient effects were reported.

Event description:
It was reported that the communicator with this pacemaker displayed a red call doctor icon. The patient was referred to clinic. This pacemaker had reverted to safety mode. This pacemaker remains in service. No adverse patient effects were reported. Technical services (ts) recommended emergent replacement. The device remains in service and there is no evidence to suggest a device replacement procedure has been scheduled at this time. No adverse patient effects were reported. Additional information was received indicating that this device was subsequently explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that the communicator with this pacemaker displayed a red call doctor icon. The patient was referred to clinic. This pacemaker had reverted to safety mode. This pacemaker remains in service. No adverse patient effects were reported. Technical services (ts) recommended emergent replacement. The device remains in service and there is no evidence to suggest a device replacement procedure has been scheduled at this time. No adverse patient effects were reported. Additional information was received indicating that this device was subsequently explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. The device was found to be in safety mode. The device case was opened and the battery was removed and replaced with an external power source. The current drain was measured and found to be normal. The battery was forwarded for detailed testing. This testing confirmed the battery was depleted; however, despite analysis, the root cause of the battery depletion and reversion to safety mode could not be determined. This observation has been reported to our engineering and manufacturing departments and we will continue to monitor field reports for similar device behavior.